Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a surgery was performed to remove a hematoma, debridement and synovectomy due to pain.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Please refer to MDR 1020279-2016-00013. Same patient, same construct and event.

Event description:
It was reported that the patient has undergone a revision surgery to remove components of the construct due to a bacterial infection on (B)(6) 2017.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).